Manufacturer narrative:
Device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately one year post implant due to increasing threshold since (B)(6) 2021. Another rv lead was successfully placed. No additional adverse patient effects were reported. The lead will not be returned for analysis.